Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Additional information was received that a revision procedure was performed. A lead dislodgement was confirmed. This ra lead was unable to be extracted and was therefore, cut and capped in the superior vena cava. A competitor lead was implanted. This ra lead will not be returned to boston scientific. No adverse patient effects reported.

Event description:
Boston scientific received information that this implantable right atrial (ra) lead was not sensing or capturing. Atrial lead outputs were below the threshold. A lead dislodgement is suspected based on electrogram and chest x-ray appearance. Oversensing was also observed. This patient has experienced syncope but no intervention has been performed. Currently, this lead remains implanted and in service. No adverse patient effects reported.